Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded right ventricular (rv) oversensing and poor cardiac resynchronization therapy (crt). In addition, the device does not capture enough because there is no crt. The automatic gain control (agc) was mentioned not being optimal as it may cause undersensing of ventricular fibrillation (vf), and the right atrial (ra) far-field oversensing in the rv is preventing the crt. The plan is to perform an x-ray to confirm the position of the lead. The crt-d remains in service. No adverse patient effects were reported.